Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (damaged power cord) was confirmed. Upon evaluation, the power supply connector was broken off of the power supply cord. The root cause of the damaged cord and connector is physical abuse. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that the power cord for the charger was damaged.